Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, unexpected receiver shutdown was observed. Functional testing was performed and it failed. The receiver case was opened, the internal inspection passed. Battery measurements were taken and the voltage was not within specification. The battery wrap was cut and inspected and it failed with a cracked battery ic. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.